Event description:
It was reported that (1) device was used during an esophageal procedure. It was reported by the affiliate that after firing the tlc75, tissue tore off beside the staple line and the staples malformed. Another instrument was used to complete the case.